Event description:
It was reported that during use of implantable pulse generator (ipg) the device exhibited pacing problem, with potential loss of capture. It was also reported that the right ventricular (rv) lead exhibited potential loss of capture and unstable thresholds. Diagnostic testing/troubleshooting was performed and the ipg and rv lead remain in use. No patient complications have been reported as a result of this event.